Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "18 fr manta deployed post edwards tavr valve. Large post closure leak from 12mm above femoral arteriotomy. Covered stent deployed to seal leak with good result". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The complaint of hemostasis not being achieved and two covered stents needing to be used could not be confirmed with the investigation of the returned sample. The customer returned one manta dilator and manta closure device. Signs of use in the form of blood particulates were observed on the device. Visual analysis revealed no damage to the device. Unit looked to be deployed as normal with blue lever engaged, collagen deployed, and suture cut. A device history record review was performed, and no relevant findings were identified. Additional information was received that there was mild tortuosity and distal calcium on the access vessel site. Manta was deployed successfully despite minor valve resistance from bypass tube introduction. The leak occurred 12mm above access site that sealed properly with manta. Patient ended up needing a surgical cutdown after covered stents were deployed and a blood transfusion. The instructions for use included in this kit cautions the user, "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.". Based on the customer report and sample received, the root cause of this event cannot be determined. Teleflex will continue to monitor and trend for events of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "18 fr manta deployed post edwards tavr valve. Large post closure leak from 12mm above femoral arteriotomy. Covered stent deployed to seal leak with good result". No patient harm or injury. The patient status is reported as "fine".